Event description:
The customer reported that during a deployment of a vasoseal es, the j segment was seen outside the vessel when the locator was pulled back to engage at the artery. The j segment was re-inserted into the vessel and the locator was pulled back and the j segment was engaged at the artery. Several attempts were made to place the tissue dilator over the locator. Several skin dilitations were performed. The physician commented that the procedure should be aborted to manual compression. A technologist performed the deployment, but had a difficult time placing the tissue dilator and sheath assembly. Following the procedure, the device was checked for all components and the j segment was missing. A computerized tomography of the groin was performed and the j segment was found in the adipose tissue. It was decided not to retrieve the j segment from the tissue. No further complications were reported.